Event description:
Boston scientific received information from the local sales representative that during a follow up interrogation, it was noted that this right ventricular (rv) lead had a clavicular crush with low impedances and noise. The impedances had dropped from 400 ohms to 200 ohms. The physician removed this rv lead from service and replaced with another. No adverse patient effects reported from the procedure. Additional information received from the local sales representative states that the impedances were not below 200 ohms and there was noise on the lead which had the potential for inappropriate therapy. No adverse patient effects.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.